Event description:
It was reported that there was unexpected longevity, with the device reaching eri (elective replacement indicator) within approximately two years. High thresholds were also noted on the atrial lead. The device was explanted and replaced, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant products: sp02 competitor implantable tachy lead, (B)(6) 1999. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.